Event description:
Further information received reported the patient was seen by their health care provider on 2013 (B)(6). It was reported the patient then ¿felt the ¿shocking¿ pains were related to her bulging disc and not any problem with the ins.¿ it was also reported, the patient had been doing well with ¿nocturia 1-2x and day time voids q2 hours.¿ it was noted there were no further ¿shocking¿ pains. It was noted that no impedance problem was detected

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3093-28 lot# va02r42, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that when the patient was first implanted she had a ¿shocking pain¿. No further information was reported. If additional information becomes available, a follow-up report will be submitted.